Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, it was necessary to replace the load because it did not fire. There was no patient injury.